Manufacturer narrative:
Only event year is known. This report is for an unknown locking/set screws: expedium/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient suffered from post-op adjacent segment disease (asd). Two years ago the patient underwent the primary posterior lumbar interbody fusion (plif) (l2-3). This report involves one (1) unknown locking/set screws: expedium. This is report 3 of 3 for (B)(4). This product complaint, (B)(4), is related to (B)(4).